Manufacturer narrative:
(B)(4). D10: medical products: item#: 113632, comp primary stem 12mm mini; lot#: 66335967 item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 625110 item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 66008695 item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 66008695 item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 66665365 item#: 66450519, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 66653185 item#: 110031418, standard 36mm diameter bearing; lot#: 66259457 h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately eleven (11) months ago. Subsequently, there has been an alleged unknown complication with no known intervention to date. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: glenosphere taper has disassociated from the baseplate. Medical records were provided and reviewed. Most of the records were unrelated to the zb shoulder; however, findings include mechanical failure of the glenosphere component. No other abnormalities are noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a4; b4; b5; b7; d2; g2; g3; g6; h1; h2; h6. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty approximately one (1) year and three (3) months ago. Subsequently, the patient underwent a revision surgery approximately a month and a half after their initial surgery due to a mechanical failure of the glenosphere. No further information has been provided at this time.